Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is currently underway. The reported problem (system speaker hums) was confirmed. Upon eval the monitor was resetting. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor. The pt did not require a replacement monitor.

Event description:
While fitting a (B)(6) male pt, a pt service rep contacted zoll customer support to report that the monitor was emitting a loud humming noise. Upon receipt the monitor was experiencing resets. The pt was provided with a replacement monitor.